Event description:
It was reported the polyethylene inlay of a prodisc-l at l5-s1 has migrated anteriorly. The patient had undergone a total disc replacement on (B)(6) 2013. The patient had a lateral x-ray taken in (B)(6) 2013, showing the polyethylene inlay in the correct position and then again on (B)(6) 2014, which showed the polyethylene inlay had migrated anteriorly. The patient is asymptomatic and the surgeon is monitoring the patient closely. Reportedly the initial surgery had no surgical delays and the patient is doing well. A possible revision surgery may be pending. This is a polyethylene inlay for an unknown prodisc-l implant. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Event date: unknown. This is a polyethylene inlay for an unknown prodisc-l implant/unknown lot. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI: unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.